Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed lens 'crumbling' in the eye and cartridge. There was a longer dwell time than normal, because she was using a ctr, but states dwell time was no more than 5 minutes. Non company viscoelastic was used in the cartridge, but states that was not new for her. Doctor stated when she went to insert into the eye, loading the 1st half of the iol was okay but when it was about halfway into the eye she felt resistance and went to stop, but at the same time the lens started to 'crumble' into many pieces, some in the eye and some in the cartridge. She used non company forceps to remove pieces but the pieces even started to 'break off in scalloped chunks'. Additional information has been requested and received stating that there was no patient harm. This is for right eye.

Manufacturer narrative:
The lens was returned in the lens case. The lens was microscopically examined. Viscoelastic was observed on the lens. The attached haptic was broken-distal tip. The optic was broken in two areas on one side. The broken portions were not returned. One missing portion contained the other haptic. The lens was cleaned with klrp for further evaluation. The optic had cracked areas on opposite sides. The lens was not "crumbled" it was broken. There were no abnormalities observed with the lens material or the broken areas. This damage appeared similar to damage caused if the lens and/or plunger are not in acceptable positions for advancement. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The root cause for the observed lens damage appears to be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated along with a 5-minute dwell time. The optic had cracked areas on opposite sides. The lens was not "crumbled" it was broken. There were no abnormalities observed with the lens material or the broken areas. This damage appeared similar to damage caused if the lens and/or plunger are not in acceptable positions for advancement. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. This observed damage may indicate a plunger override occurred. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Handpiece IFU: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).